Event description:
Voluntary medwatch form received states: it was reported that this right ventricular (rv) lead exhibited high pacing threshold. This lead was surgically explanted, and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Related voluntary medwatch form received: mw5156959